Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that duplicate address was detected. The field service engineer (fse) found that auxiliary 5.2 rows b, c, and d had duplicate pocket address errors. The fse removed the pockets, reseated the row board cables at the controller and the boards, and performed a recovery to clear the errors. The fse then reloaded the medications in the affected rows and tested all hardware while doing so. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.2 failed and displayed a duplicate address detected error. The user stated that a group of pockets was appearing unexpectedly. The customer attempted a hard reboot of the station and tried to recover the drawer; however, the problem persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.